Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta 3-way stopcock connector separated. The following information was provided by the initial reporter, translated from japanese to english: lock connector separation: before priming, the lock connector separated for one product.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issues of separation other component - no leak and connection issues were confirmed upon inspection of the sample. Analysis of the sample showed that the luer lock was improperly assembled. Bd determined that the cause of the failure was associated to our manufacturing process. Production records were reviewed, and this batch met our manufacturing product specification requirements.

Event description:
It was reported that the bd connecta 3-way stopcock connector separated. The following information was provided by the initial reporter, translated from japanese to english: lock connector separation: before priming, the lock connector separated for one product.